Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: october 1, 2016 through november 30, 2016. Psr submission number: 2210968-2016-34462. Psr report identifier: 2210968-2016-34374. All event details will now be captured via emdr report number 2210968-2021-11641.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This event was previously submitted under ethicon MDR summary reporting exemption e2013037. Initial psr reporting period: october 1, 2016 through november 30, 2016 psr submission number: (B)(4). Psr report identifier: (B)(4). All event details will now be captured via emdr report number (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.